Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 17.2 mmol/l compared to readings of 7.1 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 17.2 mmol/l compared to readings of 7.1 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed an smu (source measurement unit) test using milled slot into sensor casing to perform key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. However not all results within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was observed. Visual inspection was performed on the sensor and no issues were observed. Minor damage was observed to molex connector caused from milling. The sensor was de-cased and visually inspected the pcba. No issues were observed. The sensor initial data was reviewed. To confirm the functionality of the returned sensor. Pqe performed smu (source measurement unit) test using a simvivo test fixture and a connector key. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The minor damage on the molex was caused when the slot was milled into the sensor casing. This damaged then caused interference with the l2 to l3 adapter fixture used in previous phase, resulting in failed result. When re-tested using a connector key all results were within expected specifications. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.